Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the potassium and reference electrodes, and performed flushing and cleaning of ise flowcell and drain. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous low patient results for sodium and chloride on the dxc 700 au analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.